Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 20 mg/dl. Cause of bg level was not known. Customer consumed "3 shots" of "sugar water" to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.